Manufacturer narrative:
Additional information received from the local field representative indicated the patient's following physician was no longer in practice. The following clinic was contacted and the patient has not been seen in over 2 years. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode. A remote monitoring interrogation was completed and sent to the patient's device following clinic. No additional adverse patient effects were reported.